Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported set screw anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced 4 days after it was implanted due to a potential set screw issue. No further information is available.